Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call high blood glucose and damage on the insulin pump. Customer's blood glucose level was 500 mg/dl. Customer's mother treated patient via manual syringe. Troubleshooting for cosmetic damage was performed. Customer advised there was a crack running straight up the reservoir compartment. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.